Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a ventricular tachycardia. During a procedure, there was spline inversion and cobra seen on fluoroscopy. Catheter was then replaced. The physician then ablated the cavotricuspid isthmus (cti) line using the farawave catheter. Nitroglycerin protocol was observed. Flower configuration was against the cti. After the second cti application, patient went into monomorphic ventricular tachycardia. External cardioversion was delivered. Patient was successfully cardioverted in sinus rhythm. Catheter was repositioned and cti ablation was continued with no complications. Procedure was completely successfully. The patient remained stable and successfully recovered from the event. The device is expected to return for laboratory analysis. The use of the farawave catheter to treat the cti is considered an off-label use.

Manufacturer narrative:
The device has been received at boston scientific for analysis. Upon device analysis, it was noted that one of the splines in the distal cage was still inverted. Based on the information provided, the reported event of ventricular tachycardia is a known inherent risk of farawave. As stated by the instructions for use, arrhythmia (new or exacerbated) is an expected procedural complication addressed within the IFU for the farawave catheter. Additionally, cti ablation is not a commercially approved use for the farawave catheter, as the catheter is currently commercially approved for the treatment of pulmonary vein isolation (pvi) ablations only.

Event description:
It was reported that a patient experienced a ventricular tachycardia. During the procedure, there was spline inversion and cobra seen on fluoroscopy. Catheter was then replaced. The physician then ablated the cti line using the farawave catheter. Ntg protocol was observed. Flower configuration was against the cti (as per ice image, the catheter might have been touching the ventricular). After the second cti application, patient went into monomorphic vt. External cardioversion was delivered. Patient was successfully cardioverted in sinus rhythm. Catheter was repositioned and cti ablation was continued with no complications. Procedure was completely successfully. The patient remained stable and successfully recovered from the event. The device has been received at boston scientific post market laboratory. The use of the farawave catheter to treat the cti is considered an off-label use.